Event description:
It was reported that the patient was experiencing inadequate stimulation and was having pocket site discomfort. The patient underwent an explant procedure. All explanted devices were retained and will not be returned.

Manufacturer narrative:
Block b3- approximated based on the date of explant. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7038958.